Manufacturer narrative:
(B)(4). Investigation summary: customer reported the tubing connector detached and returned the affected sample. The sample was clearly separated at the inlet of smart site and the complaint is verified. Visual inspection under the microscope determined there to be sufficient solvent, and the root cause to be insufficient insertion depth. Dimensional analysis found the tubing to be within tolerance. No other failure modes were observed. A device history record review for model 2420-0500 lot number 20073363 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 19jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing detached from the connection and caused medication to leak. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "rn was priming the IV line medication started dripping at the connection closest to the bottom port. At further inspection, the tubing at this connector actually detached. No patient harm at this time. Solution was normal saline."